Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion due to the right ventricular (rv) leads high thresholds. The ipg and rv lead remains in use. No patient complications have been reported as a result of this event.